Event description:
I have had brain fog, heart palpitations, fatigue, anxiety/depression, vitamin deficiency, breast pain, anemia sexual dysfunction and insomnia. All of this started after I had essure put in. I didn't connect all of it until I saw it on (B)(6) and a list of side effects that other people where having.